Event description:
It was reported when using the pyxis medstation es system had drawer failure. The customer utilization alternate pyxis systems to locate medications for patients and there was no harm or delay in the administration of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failed due to faulty half height module controller. A field service engineer replaced the half height module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failure issue was due to faulty pyxibus controller board and drawer controller board. The field service engineer replaced the pyxibus controller board and drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system had drawer failure. The customer utilized alternative pyxis systems to locate medications for patients and there was no harm or delay in the administration of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was attributed to a failure in the half height module controller. A field service engineer replaced the module controller to resolve. Preventative maintenance was performed on the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had drawer failure. The customer utilized alternative pyxis systems to locate medications for patients and there was no harm or delay in the administration of medication. There were no adverse events or injuries reported based on this incident.